Event description:
It was reported that upon implanting the intraocular lens (iol), the doctor noticed a crack in the body of the lens. The iol was removed and another johnson & johnson lens (same model and diopter) was implanted as a replacement. The incision was slightly enlarged. The iol was discarded and will not be returned to j&j. Reportedly, the patient is doing well. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.